Manufacturer narrative:
E1. (B)(6). H6. Investigation summary: "material #: 368835. Lot/batch #: 3296785. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for broken cannula was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and the issue of broken cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken cannula. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the IV cannula broke off of the device and remained in the patient's arm. The nurse removed the cannula immediately without requiring medical intervention. Blood got on the gloves of the nurse. No impact was reported.